Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: final firing across the stomach, it did not complete the firing as it did not fire all the way. The last 2 mm of the device did not staple. There was no unanticipated tissue loss and the incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more and surgery time was not delayed by more than 30 minutes. .

Manufacturer narrative:
(B)(4).